Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventrio st, phasix mesh and phasix st mesh. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st which was implanted on (B)(6) 2015. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventrio st, phasix mesh and phasix st mesh. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st which was implanted on (B)(6) 2015. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2015- patient was diagnosed with incisional hernia thereby underwent open repair with implant of ventrio st mesh. Per op notes, ¿the hernia sac with omentum was identified through the midline incision and the omentum was reduced. A ventrio st mesh was placed on top of the omentum against the anterior abdominal wall and sutured¿. On (B)(6) 2016 - patient was diagnosed with recurrent incisional inguinal hernia, thereby underwent open repair with explant of ventrio st mesh, implant of synthetic mesh. Per op notes, ¿the mesh had good adherence on the lower part of the incision but had curled up slightly and was not attached to the abdominal wall on the superior part of the incision. Adhesions of omentum were lysed and the entire ventrio st mesh was taken down. A synthetic mesh was placed and tacked¿.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2015) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4 (catalog no, UDI no, lot no, expiry date), d.6b, g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.